Event description:
It was reported "staples were found jamming during use on the patient." Patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - info not provided could not be confirmed. Upon full engagement of the trigger, the first staple formed and released. All remaining staples were fired and were able to engage and close into the simulated skin. Resistance was observed during firing process. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "staples were found jamming during use on the patient." Patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4)